Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI), common device name, medical device catalog and medical device model. Upon investigation of the actual device used in this incident, it was determined that the station detects that there are more than 300 patients to list in the all-available patients list and requires the user to search for the patient instead, and auto discharge settings on the server locations were not configured. A technical support specialist instructed the customer to configure the auto discharge settings and customer set the auto discharge duration to 30 days, means that once the patient's inactivity day count reaches 30 days, they will be automatically removed from the device to resolve the issue. The system functioned as intended after the technical support specialist troubleshoot the device.

Event description:
It was reported that when using the bd pyxis¿ es server unable to pull medications for patients. The customer reported there was an issue occurred when user trying to issue medication to patient and had delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ es server unable to pull medications for patients. The customer reported there was an issue occurred when user trying to issue medication to patient and had delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D4 & h4: serial number, unique device identifier and manufacturer date not available.